Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 125-25-s without packaging and one easypump ii lt 125-25-s in original packaging. The following investigations were conducted: visual inspection: the received samples were taken to a visual inspection. As-received condition the white clamp was closed, and the patient connector (lla-cone) was closed with a red combi stopper at the used sample. After opening of the big top cap and removing of the closing cone we detected crystallized drug residues and medicine solution at the filling port (lli-cone) and at the patient connector was medicine solution detected. Damages that would lead to a malfunction were not detected at the received samples. Functional inspection: afterwards the samples were taken to a functional test respectively a leak test was carried out. Therefore, the pumps were filled up to the nominal volume of 125 ml with nacl 0.9 %. Weight of the filled samples: after starting the pumps, the pumps worked immediately (solution was running). Leakages were not detected at the received samples. Physical inspection: furthermore, the flow rate of the pumps was tested. Nominal: 5 ml/h actual: sample 1: 7.2 ml in 1 h; 13.6 ml in 2 hrs; 58.6 ml in 12 hrs. Sample 1: 6.8 ml in 1 h; 13.1 ml in 2 hrs; 57.5 ml in 12 hrs. The decisive value to evaluate the flow rate will be measured approx. At the half of the pump running time. The flow rate of the pumps is within the specification. Summary and assessment: a too fast flow at the pumps (as described by the customer) could not be detected. Based on the conducted investigations the tested samples are within the specification. Therefore, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 21f18ge211, there is no abnormality and no such defect detected at in process and at final control inspection.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): event 2: "overinfusiont" "easypump runs empty after 12 hours instead of 24 hours. The doctor's office discarded the sample contaminated with cyto. The pharmacy has but tested a sample with nacl, which also ran too fast. This sample contaminated with nacl contaminated sample and another original packed sample are sent in."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4): the device has been requested for investigation in our laboratory. A follow-up report will be provide as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.